Manufacturer narrative:
The product has been returned and upon investigation all results were within range specification, the standard deviation was within specification and no errors were observed during control solution testing. The complaint was not confirmed and no new issues were observed.

Event description:
Customer reported an episode of diabetic coma as a result of not taking enough insulin to control his blood glucose level. The customer was transported to the hospital, diagnosed with dka, and treated with insulin to counteract it. Note: the customer's medisense optium meter reading was 366mg/dl, which is consistent with the diagnosis of hyperglycemia.